Event description:
Yet again, I am reaching out to report more failed g7 sensors. While you continue to send replacements, the larger issue remains: despite repeated complaints from diabetics, these failures persist. It is deeply concerning that dexcom continues to ship sensors that are prone to failure. If the decision to take a cheaper route with the resistance coating was meant as a cost-saving shortcut, it has instead created a widespread reliability issue that directly threatens the health and safety of millions of people who depend on this technology. And let me be clear: diabetics are not ignorant. We do our research. Case in point¿public information shows that dexcom made an unauthorized change to the resistance coating on its sensors, which the FDA flagged for reducing accuracy. FDA inspections further revealed inadequate procedures for design tracking, validation, and risk analysis. Reports from the diabetic community confirm what many of us already know: these failures are not isolated, they are systemic. Replacing failed sensors one by one does not solve the problem. The pattern is undeniable, and dexcom must stop treating this as a series of individual complaints and start addressing the root cause. Due to the sheer number of failures, I must continue documenting every incident. My case has already been escalated to regulatory and consumer protection agencies. This is no longer about inconvenience¿it is about customer safety and product accountability. I will restate my expectations: immediate replacement of every failed sensor since my last request, without exception. Please see the updated table below for the most recent failures. A clear, written update on what dexcom is doing to resolve ongoing g7 reliability issues, including why outdated revision sensors continue to be shipped when updated revisions exist. Inaccurate readings. Dexcom¿s shortcuts and flawed changes have come at too high a cost. Until these systemic issues are resolved, every diabetic using your sensors remains at risk. And to be absolutely clear: please do not call me to review ¿how to put on a sensor¿ or anything along those lines. I have received such calls from dexcom after sending messages like this, and they are insulting. I have been using both the g6 and g7 for years and am well-versed in the do¿s and dont's of sensor application. The problem is not user error. The problem is your product. Fix your product. That is the only conversation worth having. Reference reports mw5176263, mw5176264, mw5176265, mw5176266, mw5176267, mw5176268, mw5176270. Pt code: 4582. Device codes: 3023, 1535, 1506.